Event description:
During an aneurysm intervention, it was attempted to treat a dissection in the hepatic artery with the pulsar-18 t3, aware of off-label use. The device was placed into the dissected vessel and the stent was released. When pulling out the delivery system, it was noticed on the angiogram screen that only the proximal marker moved. The distal marker remained at its place. Outside it was realized that the system was obviously broken.

Manufacturer narrative:
Please note that the initial report was submitted by biotronik, inc. (Cfn/fei (B)(4)). The final report was submitted by biotronik ag (cfn 8043892, fei (B)(4)). Additional information received on 15/04/2025 from the physician who initially treated the patient suggests that the broken tip has likely migrated to the gastroduodenal artery. As it is located in a non-critical segment of the vessel, no further intervention is planned at this time. Investigation results: the returned pulsar-18 t3 was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, the provided still images from the angiogram were reviewed. The still images of the angiogram show the treatment of the vessel injury in the hepatic artery and the distal marker of the affected pulsar-18 t3. However, the still images did not show the tip fracture of the affected device during withdrawal. During the intervention, a high number of different devices like aortic stents, stent grafts, stents, catheters and guide wires were present in the patient, which might have been a contributing factor for the event. As the full angiographic material was not available, it can neither be confirmed nor denied whether interactions between these devices and the affected pulsar-18 t3 occurred. Investigation of the returned product revealed that the outer shaft was fully retracted, while the inner shaft fractured directly proximal to the tip. A visible spiral-shaped cut was detected at the fracture site. The dimensions of the shaft components comply with the specification. The stent has been successfully released in the patient and was not returned. The handle is undamaged and shows no irregularities. The root cause for the tip fracture is most likely related to the manufacturing process of a component produced by a supplier but it could neither be confirmed nor denied whether the interactions between the high number of different devices like aortic stents, stent grafts, stents, catheters and guide wires contributed to the reported event. The supplier of the affected component was informed and acknowledged the complaint. Additional information collected retrospectively during contact with the physician revealed that that the patient shows no symptoms and is in good health conditions. Additional information after investigation: the issue triggered a corrective action in which the supplier identified the most probable root cause as an operator error. During removal of excess overmould material, use of a blade caused cuts in the outer surface of the inner shaft which eventually favored the detachment of the tip during the intervention. To prevent recurrence the corresponding work instructions were updated and operators retrained. The effectiveness of the corrective action was verified, and since its implementation, no further complaints with the same root cause have been received.

Manufacturer narrative:
Additional information received on 15-apr-2025 from the physician who initially treated the patient suggests that the broken tip has likely migrated to the gastroduodenal artery. As it is located in a non-critical segment of the vessel, no further intervention is planned at this time. The returned pulsar-18 t3 was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, the provided still images from the angiogram were reviewed. The still images of the angiogram show the treatment of the vessel injury in the hepatic artery and the distal marker of the affected pulsar-18 t3. However, the still images did not show the tip fracture of the affected device during withdrawal. During the intervention, a high number of different devices like aortic stents, stent grafts, stents, catheters and guide wires were present in the patient, which might have been a contributing factor for the event. As the full angiographic material was not available, it can neither be confirmed nor denied whether interactions between these devices and the affected pulsar-18 t3 occurred. Investigation of the returned product revealed that the outer shaft was fully retracted, while the inner shaft fractured directly proximal to the tip. A visible spiral-shaped cut was detected at the fracture site. The dimensions of the shaft components comply with the specification. The stent has been successfully released in the patient and was not returned. The handle is undamaged and shows no irregularities. The root cause for the tip fracture is most likely related to the manufacturing process of a component produced by a supplier but it could neither be confirmed nor denied whether the interactions between the high number of different devices like aortic stents, stent grafts, stents, catheters and guide wires contributed to the reported event. The supplier of the affected component was informed and acknowledged the complaint. Additional information collected retrospectively during contact with the physician revealed that the patient shows no symptoms and is in good health conditions.

Event description:
During an aneurysm intervention, it was attempted to treat a dissection in the hepatic artery with the pulsar-18 t3, aware of off-label use. The device was placed into the dissected vessel and the stent was released. When pulling out the delivery system, it was noticed on the angiogram screen that only the proximal marker moved. The distal marker remained at its place. Outside it was realized that the system was obviously broken.

Manufacturer narrative:
The returned pulsar-18 t3 was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, the provided still images from the angiogram were reviewed. The still images of the angiogram show the treatment of the vessel injury in the hepatic artery and the distal marker of the affected pulsar-18 t3. However, the still images did not show the tip fracture of the affected device during withdrawal. During the intervention, a high number of different devices like aortic stents, stent grafts, stents, catheters and guide wires were present in the patient, which might have been a contributing factor for the event. As the full angiographic material was not available, it can neither be confirmed nor denied whether interactions between these devices and the affected pulsar-18 t3 occurred. Investigation of the returned product revealed that the outer shaft was fully retracted, while the inner shaft fractured directly proximal to the tip. A visible spiral-shaped cut was detected at the fracture site. The dimensions of the shaft components comply with the specification. The stent has been successfully released in the patient and was not returned. The handle is undamaged and shows no irregularities. The root cause for the tip fracture is most likely related to the manufacturing process of a component produced by a supplier but it could neither be confirmed nor denied whether the interactions between the high number of different devices like aortic stents, stent grafts, stents, catheters and guide wires contributed to the reported event. The supplier of the affected component was informed and acknowledged the complaint. Additional information collected retrospectively during contact with the physician revealed that that the patient shows no symptoms and is in good health conditions.

Event description:
During an aneurysm intervention, it was attempted to treat a dissection in the hepatic artery with the pulsar-18 t3, aware of off-label use. The device was placed into the dissected vessel and the stent was released. When pulling out the delivery system, it was noticed on the angiogram screen that only the proximal marker moved. The distal marker remained at its place. Outside it was realized that the system was obviously broken.